Event description:
Upon implanting a valve with a connected anti-siphon device and a ventricular catheter, the surgeon reported that the anti-siphon "broke", but the situation is unclear whether it was disconnected or if the surgeon tried to disconnect it himself.

Event description:
Upon implanting a valve with a connected anti-siphon device and a ventricular catheter, the surgeon reported that the anti-siphon "broke", but the situation is unclear whether it was disconnected or if the surgeon tried to disconnect it himself.

Manufacturer narrative:
The valve and its anti-siphon have been analyzed following our quality control procedure. The extremity of the catheter, which connects the valve to the anti-siphon, shows rests of dry silicone adhesive, proving that the catheter was correctly glued to the anti-siphon device during the manufacturing. We observed also several marks on the inlet connector of the anti-siphon device, which typically reveals the use of metallic forceps. The instruction for use of the valve advises not to use such forceps. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies.